Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was explanted due to unknown reason. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was explanted due to physician was not satisfied with the paced morphology of the location of the lead and the lead was replaced. The hospital will be returning the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this brady lead was explanted due to physician was not satisfied with the paced morphology of the location of the lead and the lead was replaced. The hospital will be returning the lead. A new lead was implanted. No additional adverse patient effects were reported.